Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer tested np sample (sample 1) collected at a state facility (unknown date) on (B)(6) 2021 using xpert xpress sars-cov-2 producing a result of sars-cov-2 negative. Then on (B)(6) 2021, a new np swab (sample 2) was collected was tested on xpert xpress sars-cov-2 producing a result of sars-cov-2 positive. The patient passed away two days later. Based on the conflicting results of the first two tests, sample 2 was retested twice on (B)(6) 2021 using xpert xpress sars-cov-2. Both tests produced results of sars-cov-2 negative.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer tested np sample (sample 1) collected at a state facility (unknown date) on (B)(6) 2021 using xpert xpress sars-cov-2 producing a result of sars-cov-2 negative. Then on (B)(6) 2021, a new np swab (sample 2) was collected was tested on xpert xpress sars-cov-2 producing a result of sars-cov-2 positive. The patient passed away two days later. Based on the conflicting results of the first two tests, sample 2 was retested twice on (B)(6) 2021 using xpert xpress sars-cov-2. Both tests produced results of sars-cov-2 negative. Cepheid's patient safety board reviewed the data provided by the customer. Testing performed on asymptomatic patient and is outside the intended use. Review of the initial positive results reveals n2 target only detected with a weak/late cycle threshold value. Amplification and end point fluorescence of n2 and spc appear normal. For repeat negative results, spc amplification and end point fluorescence appear normal. No evidence of product malfunction. These data likely suggest viral nucleic acid at or below the assay's limit of detection. After initial positive result, customer reports patient died the following day. Upon further discussion with the customer, the patient was tested at their facility per a screening institutional protocol and there was no suspicion for covid19. Concern for the validity of the initial positive was regarding actions for infection prevention and potential outbreak investigation at the long term care facility where the patient resided. This specific case triggered a potential adverse event due to the patient's death. This cased was then reviewed at cepheid's medical advisory board meeting and the consensus is the discrepant result is unlikely to be a cause of or contributed to patient expiration. The review of all available data showed this discrepant result determination to be a true positive and the likely root cause of target/s near limit of detection or near cut-off. Based on the review by the medical advisory board this incident was determined to be not reportable according to cfr 803. Late cycle threshold value bulletin was provided to customer. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board member was not able to get impact to patient information. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.